Event description:
A patient suffered bankart lesion (evidence in MRI) and he underwent arthroscopic assessment of his right shoulder and anterior stabilization in the form of a bankart repair with soluble tacks. Afterwards patient had synovitis and two new operations performed.

Manufacturer narrative:
We have not received detailed information about the complaint and due to that, we can not evaluate this case nor make any conclusions. If future information will be available a follow-up report will be created.